Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implantation the implantable cardiac monitor (icm) experienced oversensing and electromagnetic interference which resulted in false tachycardia detections. The icm remains in use. No patient complications have been reported as a result of this event.